Event description:
It was reported that the patient with a known chronic elevated right ventricular (rv) pacing threshold presented to the hospital for a scheduled pulse generator upgrade. Prior to opening up the pocket, it was discovered that the rv lead's capture threshold had risen. The rv lead was explanted and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of inadequate capture threshold was not confirmed. A complete lead was returned in one piece. Visual inspection found the outer insulation cut or damages with the outer coil kinked in multiple locations at the middle region of the lead all consistent with procedural damage. X-ray examination did not find any anomalies. Analysis was normal. No anomalies were found.